Event description:
Had been using the product for about a year but started having fever, weakness, vomiting, diarrhea and later a rash. Pt was diagnosed with toxic shock syndrome. Pt was admitted to the hospital for a week and treated. Pt is recovering. Staph aureus was cultured from a swab of the birth canal.